Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, when the sheath was flushed, air had continuously leaked. It was thus suspected that the hemostatic valve of the sheath had an anomaly. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files showed at least five applications were performed with the balloon catheter, 2af284 with lot 30387, on the date of the event without any issues. The sheath, 4fc12 with lot 22335, was not returned for analysis and further investigation. In conclusion, the reported issue of a sheath valve malfunction could not be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.